Event description:
A female pt who is a rn reported experiencing an ocular burning sensation, redness and irritation after using disinfecting solution and failing to use neutralizer. She removed her lenses and flushed her eyes with water and then applied a cold compress. The pt did not wear her lenses that day. It was recommended that she contact her dr for evaluation. In follow-up with pt, she reportedly sought medical treatment from an eye clinic. Pt was diagnosed with karetitis and prescribed tobramycin for 2 days. In follow-up with the dr, it was indicated that medication was not given as routine treatment.